Event description:
It was reported that the patient presented for device change-out. High pacing lead impedance was noted. A split in the lead insulation was found at 6cm distal to the yoke. Lead was capped and a portion was returned for analysis.

Manufacturer narrative:
A partial lead with the connector pin measuring 14.0cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without the return of the entire lead a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.